Manufacturer narrative:
Unit received with energizer alkaline battery installed. Unit passed the displacement test, rewind, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit alarmed compromised force sensor system during prime test at 4.0 lbs. Unable to determine root cause of compromised force sensor system alarm due to pump preservation. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to compromised force sensor system alarm. Unit had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and cracked reservoir tube. Data analysis: there is no data available in the download history file due to no battery installed. (B)(4)

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.